Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, a button test was performed. It was found that the max setting stayed on after the max button was released. The device passed all other electrical testing. The device history record was reviewed, and no discrepancies were noted. As each device is visually inspected and functionally tested prior to release, no conclusion could be made as to what may have caused the reported event.

Event description:
It was reported that during an ent procedure the device continued on max mode, trigger stuck, even when jaws were open. Another device was used to complete the procedure. There was no pt injury.